Event description:
Customer reported pinhole leak in the tubing below the filter. No pt harm reported. No further info was available.

Manufacturer narrative:
(B)(4). Customer indicated the product was discarded. The lot number was not identified, therefore, lot history record review could not be performed.